Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory high power visual inspection of the lead barrels noted no irregularities that could have contributed to the reported observations. The right ventricular barrel had seal ring marks which indicate full lead insertion. Longevity calculations indicated that the device was implanted for 3.9 years and did not declared ert while implanted. The device exceeded minimal longevity calculations. Finally the device was put through and passed the electrical testing. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Device met specification.

Manufacturer narrative:
Additional information recieved noted that this device was explanted and will be returned. Upon analysis this investigation will be updated.

Event description:
Boston scientific received information that this device was previously reported nearing elective replacement indicator due to high programmed outputs. The most recent information provided noted that the device was alleged to have depleted prematurely. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.